Manufacturer narrative:
The cartridge was not returned to animas. There is no investigation necessary. The retained from cartridges with the reported lot # were confirmed to be defective.

Event description:
The rptr claimed that the cartridge with lot # b201582 was part of the recall. There was no adverse event associated with this complaint. Hence, this complaint is being reported as a malfunction.